Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31361, 3006705815-2020-31209, 3006705815-2020-31210, 3006705815-2020-31305, 1627487-2020-31306. It was reported the patient experienced ineffective therapy. Diagnostics discovered multiple contacts with high impedance. X-ray imaging confirmed the patient had hardware failure of the anchor and a lead discontinuity in the retention loop between the anchor and ipg. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was explanted and replaced on (B)(6) 2020. The patient has effective therapy. An anchor was observed to be fractured upon removal.